Event description:
It was reported via literature article that multiple serious injuries occurred. This international, multicenter patient registry study was completed to evaluate the acute efficacy and safety outcomes of the pulse field ablation (pfa) farawave catheter and a non boston scientific (bsc) ablation catheter. Patients underwent a first atrial fibrillation (af) pulse pfa procedure to treat paroxysmal or persistent af at a total of six (6) health care facilities across the netherlands, germany, australia, and the united states between january 2024 and september 2024. Procedure summary: four hundred and two (402) patients underwent a pfa procedure and two hundred and twenty seven (227) of those patients were treated using the faradrive sheath and farawave catheter. Procedural complications: of the 227 patients treated using the faradrive sheath and farawave catheter, one (1) patient experienced a major bleeding complication at the femoral access site which was treated using a covered vascular stent. No further information on the status of the patient is available.

Manufacturer narrative:
Abeln, b. Et al. Direct comparison of two commercially available pulsed field ablation systems for atrial fibrillation procedure characteristics and acute outcomes. Journal of cardiovascular electrophysiology, volume 36, issue 8, june 2025, pp. 1957 to1965. As the adverse events were reported via literature article device return for evaluation is not anticipated. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because the adverse events were reported via literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.